Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a proctectomy, all staples ¿jumped¿. No stapling was done. Mandatory suture by hand was done. Delay. Surgery delayed by 15 minutes.